Event description:
Customer reports to have air bubbles in reservoir the size of a quarter. Customer's blood glucose was 445 mg/dl, which was treated with lantus. After troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were not longer visible. After troubleshooting, customer was advised to change out reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.